Event description:
A physician reproted a patient who was treated on 8 july 1998 into the upper vermillion border and the nasolabial folds. The treatment was without event. The patient returned for a routine check-up 8 weeks later, on or about 8 september 1998, and no problems were noted. On 10 february 1999 the physician was informed that the patient had laboratory results that suggested possible lupus, including positive anti-nuclear antibody. The physician was uncertain whether he believed the collagen treatments might be associated with the lab results.